Event description:
Pt was positioned on or table - circulating nurse and ort moved overhead track light. Light fell from ceiling mounting. One crossbar struck pt in epigastric region. One crossbar struck pt in left anterior lower leg.